Event description:
This device was implanted on (B)(6) 2012. And was explanted on (B)(6) 2017. It was suspected that there was pocket infection. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).